Event description:
The customer reported the insulin pump going into threshold suspend after the sensor glucose value was 48 mg/dl, and the blood glucose value was 165 mg/dl. Customer stated calibration of the insulin pump to the sensor was an ongoing issue. Customer was advised how to properly calibrate. Replacement sensor was sent to customer. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.